Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump has a crack in the reservoir compartment, and the rubber seal is missing. Customer mentions reservoir can not lock into place. The customer also stated that she experienced high blood glucose levels. The blood glucose reading was not reported but the glucose meter read "hi". The customer treated with manual injections. The customer declined troubleshooting for high blood glucose levels. The pump was returned for analysis.

Manufacturer narrative:
Unit received unable to perform the displacement test due to complete broken reservoir tube lip noted and also received with broken battery tube threads, cracked lcd window, minor scratched lcd window, missing reservoir tube o-ring, cracked case display window corner, stained end cap sticker, stained address/serial number label, cracked belt clip slot and cracked case reservoir tube window corner. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.